Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2011: the patient underwent MRI of cervical spine which revealed revealed c4-5 disc herniation with central stenosis. At c5-6, there was a disc herniation extending behind the body of c6. C6-7 had a disc herniation that was broad-based with 10 mm available to the spinal cord. The spinal cord itself revealed no signal changes. Assessment: cervical spinal stenosis. On (B)(6) 2011: the patient underwent radiological study of cervical spine which revealed on upright neutral films kyphosis from c4-c6, worseat c5-6. There was no gross instability on flexion/extension films. On (B)(6) 2012: the patient underwent x-ray of cervical spine, 3 views, out of c-collar- upright ap, lateral, swimmer's view. On (B)(6) 2012: the patient presented with following preoperative diagnosis: cervical spinal stenosis, herniated nucleus pulposus, dege nerative disc disease and kyphosis. The patient had a history of neck pain and bilateral upper extremity radiculopathy. The patient reported having pain extending down to the palms of both hands and numbness in all fingers. Examination of her neck revealed tenderness over the paraspinous muscles throughout the cervical spine. The patient had a positive spurling bilaterally. She had decreased sensation to both her arms, forearms, hands and all her fingers, worse at the fingertips. The patient underwent the following operations: c3 through t1 laminectomy with partial laminectomy of t1. C3 through c7 posterolateral fusion with instrumentation. Use of harvested autograft. Use of allograft. Use of an operative microscope. Per op note, high speed burr was used to decorticate the lateral masses of c3-c7. The locally harvested autografts along with vitoss 10 ml of beta tricalcium phosphate allograft along with approx. 3/4 of rhbmp-2/acs was divided equally along the two posterolateral gutters and placed. C-arm had been used to identify appropriate placement of all the hardware and alignment of the spine. The patient was also implanted with de puy mountaineer screws x8, de puy spine 3.5 x 60 rod, de puy inner screws x8, outer nuts x2 and depuy plate. The patient tolerated the procedure well. On (B)(6) 2012: the patient was discharged in a stable condition. On (B)(6) 2012: the patient presented for follow up office visits status post posterior cervical decompression and fusion surgery. On (B)(6) 2012: the patient underwent x-ray of cervical 3 views upright ap, lat, swimmers view. The patient reported having some knots in the back of her neck, which have since resolved. She reports slight decreased sensation to the first two digits of both hands but an occasional cold sensation to the left lateral arm. Assessment: six weeks status post c3 through 7 laminectomy and fusion procedure. Hardware pull out/failure with cervical kyphosis/pseudarthrosis. On (B)(6) 2012: the patient underwent x-ray of cervical spine out of c-collar, 4 views upright ap, lat, flex, ext. The patient presented two and a half months status post c3 to c7 decompression and fusion procedure. She reported in the past ten days having a tingling sensation to the entire right forearm and hand with numbness to the right three fingers of the right hand and numbness to the tips of the first three digits of the left hand. She reported posterior neck pain when she tried pulling her neck up. She had decreased sensation to the entire right hand and tips of the first three digits on the left hand. Radiographs of the cervical spine dated (B)(6) 2012, reveal c3, c4, and c5 lateral mass screws and c7 pedicle screws. There was kyphosis noted from c4 to c6. This was similar to her preoperative kyphosis. The films were compared with previous radiographs from (B)(6) 2012. It showed no progression of her kyphosis or screw pull out. The c3 to c4 screws appear to have backed out of the lateral masses. This was unchanged from her previous films. Assessment: two and a half months status post c3 through 7 decompression and fusion surgery with hardware pull out. On (B)(6) 2012: the patient presented for follow up due to hardware that had backed out and return of her preoperative kyphosis. The patient reported numbness and tingling in the second and third fingers of the left hand. Radiographs of the cervical spine, 4 views including ap, lateral, and lateral flexion and extensionviews revealed evidence of c3-7 posterior lateral fusion with instrumentation and the top screws appeared to have pulled out. On flexion and extension views; however, there was 1 degree difference in measuring the amount of lordosis from the endplate to c3 to c7. This was within measuring error. The tip of the c3 screw compared to the posterior aspect of the c3 vertebral body changed by 1 mm with flexion and extension views. Assessment: status post c3 to c7 laminectomy and fusion procedure. Hardware failure with possible pseudoarthrosis. On (B)(6) 2012: the patient presented for follow up. She reported recurrent neck pain and numbness to the first three digits of the right hand, occasionally to the fourth and fifth. Radiographs of the cervical spine including ap, lateral, and flexion-extension films dated (B)(6) 2012 revealed evidence of c3 through c7 laminectomy with posterior instrumentation. There was pull out of the c3 and c4 screws. On flexion-extension films, there was no gross motion from c3 through c7. The cord angle from the top of c3 to the bottom of c7 in the neutral position measures 0.66 degrees, in flexion 1.96 degrees, and in extension 0.56 degrees. This is within measuring error. When looking at the lateral mass screws at c3, there were some locational differences in the x-rays and it was difficult to tell if the screws were moving in relationship to the bone itself, although there is a hint that they have been moving on the c3 film, but again there are rotational differences that are changing the perspective. CT scans of the cervical spine dated (B)(6) 2012 were reviewed. There was no evidence of c3 through c7 laminectomy and posterior instrumentation. There appeared to be a continuous bony fusion from c3 through c7. Assessment: status post c3 through c7 laminectomy and fusion. Hardware failure with pseudoarthrosis, now appeared heale d on CT scan. On (B)(6) 2012: the patient underwent MRI of cervical spine with and without contrast. Impression: there again appeared to be post-s urgical alterations of prior bilateral laminectomy, involving the posterior elements of c3 - c7, as well as posterior spinal fusion by bone graft and instrumentation, utilizing bilateral spinal fixation rods, anchored by multiple bilateral threaded screws at c3 - c, as well as c7. Minimal diffuse reversal of mid/lower cervical curvature in the sagittal plane. Multilevel degenerative disc disease and facet arthropathy, with associated central spinal canal stenosis and neural foraminal narrowing. There is chronic-appearing, approximate 40' posterior wedge-shaped compression deformity of the c7 vertebral body. Similar findings progressively lessen in severity from inferior to superior from c6 through c3. 5. Multiple lesser incidental findings, as described. On (B)(6) 2012: the patient presented for follow up after MRI. The patient reported increased neck pain. Examination of her neck revealed tenderness at the paraspinous muscles throughout the cervical spine. Any range of motion testing increased her pain. Examination of her bilateral upper extremities revealed decreased sensation to the first two digits of the right hand. MRI studies of the cervical spine taken at revealed evidence of c3-c7 laminectomy and fusion with instrumentation. There was no evidence of central stenosis or foraminal stenosis. Assessment: status post c3 through c7 decompression and fusion surgery. 2. Cervicalgia and recurrent upper extremity radiculopathy. Hardware pull-out with possible pseudarthrosis. On (B)(6) 2012: the patient presented for various examinations prior to surgery. Musculoskeletal exam revealed pain in neck radiating to arm. On (B)(6) 2012: the patient presented with following preoperative diagnoses: retained hardware, posterior cervical, c3 through c7. Possible pseudoarthrosis. The implanted upper screws had backed out of the bone. Although her symptoms began to wane over time, they increased when she increased her activity and she began to experience upper extremity radiculopathy as well. The patient underwent decompression and hardware removal and exploration and c3-7 fusion under fluoroscopic guidance. Postoperative diagnoses: retained hardware, c3 through c7. Solid c3 to c7 fusion with no pseudoarthrosis. Per op-note, the fusion was stressed and there was no gross motion noted. On (B)(6) 2012: the patient was discharged. On (B)(6) 2012: the patient presented 2-1/2 weeks status post posterior cervical hardware removal and exploration of fusion. She reports resolution of her upper extremity radicular symptoms and numbness with the exception of the tip of the right index finger. Assessment: she is 2-1/2 weeks status post posterior cervical hardware removal and exploration of fusion (solid fusion).the patient underwent x-ray of cervical spine, 2 views- upright ap and lateral (B)(6) 2012: the patient underwent radiographs which revealed cervical laminectomy. There was no hardware present. Compared to previous radiographs, her cervical kyphosis was unchanged. On (B)(6) 2012: the patient presented 6 weeks status post hardware removal from the posterior cervical spine and exploration of fusion. She was found to have a solid fusion. She reported that she was significantly better. Her only neurological complaints were of numbness at the tip of the right index finger. Assessment: six weeks status post hardware removal from the posterior cervical spine. On (B)(6) 2012: the patient presented s/p c3-7 laminectomy and fusion and hwr and psuedoarthrosis, no. The patient had following prior diagnoses: non-union of fracture. Spinal stenosis in cervical. She reported numbness to the right index finger and occasional feeling a vibration to all fingers of the right hand. She was mildly tender to the paraspinous muscles about the cervical spine. She was moderately tender over the bilateral trapezius muscles. Assessment: status post cervical fusion and hardware removal. The patient also underwent physical therapy. On (B)(6) 2012, (B)(6) 2013: the patient presented for physical therapy on (B)(6) 2012: the patient presented with s/p c3-7 laminectomy and fusion and hwr. She reported since returning to work having recurrence of her left carpal tunnel syndrome-type symptoms with pain in her forearm and palm of her hand. She also reported numbness to the tip of the right index finger. On (B)(6) 2013: the patient presented with neck pain. She underwent x-rays and was diagnosed with sprain. (B)(6) 2013: the patient underwent radiographic imaging which revealed evidence of her previous cervical laminectomy. There was no evidence of fracture. There are normal soft tissue shadows anteriorly. There was no change in alignment compared to her previous x-rays on (B)(6) 2012. On (B)(6) 2013: the patient presented with following diagnoses: s/p c3-7 laminectomy and fusion and hwr. Lumbago. The patient had jerked her neck and had neck pain. Examination of her neck revealed tenderness to the paraspinous muscles on the right at c7 into the right trapezius muscles. Assessment: cervical spine strain. Status post c3 to c7 laminectomy and fusion. On (B)(6) 2013: the patient presented with following diagnoses: s/p c3-7 laminectomy and fusion and hwr. Lumbago. The patient's chief complaint was low back pain and recurrent lower extremity radicular symptoms with numbness extending down to the right foot. She also reported an increase in neck pain and numbness extending to all fingers of the right hand, worse in the index finger, but including all 5 digits. Examination of her neck revealed tenderness to the paraspinous muscles on the right at c7 into the right trapezius muscles. Examination of her bilateral upper extremities reveals 5/5 strength throughout with subjective decreased sensation to all fingers of the right hand. Examination of her thoracolumbar spine revealed tenderness to the paraspinous muscles at s1. Assessment: cervicalgia and lumbago with right upper and lower extremity radiculopathy. On (B)(6) 2013: the patient underwent MRI of the cervical spine which revealed evidence of a previous cervical laminectomy with no central stenosis noted. There were degenerative changes noted throughout the cervical spine. There was no evidence of spondylolisthesis, fracture, or tumor. The patient also underwent MRI studies of the lumbar spine which revealed disk desiccation and disk height loss at l3-4. At l4-5, there were modic changes and disk desiccation. There were broad-based disk bulges at l3-4, l4-5, and l5-s1. On (B)(6) 2013: the patient presented with the following diagnosis: post laminectomy syndrome s/p c3-7 laminectomy and fusion and l34 discectomy. Lumbago s/p discectomy. The patient had an increase in neck pain and low back pain along with recurrent pain extending down her arms to her hands and her lower extremities down to her toes. On (B)(6) 2013: the patient underwent sacro-iliac joint steroid injection and left l5, s1, s2 dorsal rami block. The patient tolerated the procedure well. On (B)(6) 2013: the patient presented with following diagnosis: spinal canal stenosis, disk herniation, back pain and previous back surgery, difficulty with conventional approach to lesi. The patient underwent caudal epidural steroid injection under fluoroscopic guidance with 'ratz' to bilateral l4/l5 #1. No complications or side effects were noted. On (B)(6) 2013: the patient presented with following prior diagnosis: spinal stenosis in cervical. The patient reported recurrent neck pain with headaches, numbness to the right index finger and recurrent tingling to the first 3 fingers of the right hand and occasionally all fingers of the left hand. Examination of her neck revealed mild tenderness to the paraspinous muscles throughout the cervical spine. She had decreased sensation to the right index finger. Assessment: status post c3 through c7 laminectomy and fusion. Lumbago status post diskectomy. On (B)(6) 2013, 12 dec 2013: the patient presented with following preoperative diagnosis: right cervical facet disease #2. The patient underwent a right cervical mbb (c2,ton, c3, c4, c5, c6, c7) under fluoroscopy. She tolerated the procedure well. Postoperative diagnosis: left cervical facet disease. On (B)(6) 2013: the patient underwent left sacroiliac joint radiofrequency ablation using nimbus cannula with expandable electrodex 4 levels (l5 dorsal ramus, lateral branches of s1, s2 and s3 dorsal rami). The patient suffered from chronic low back pain without radiculopathy. The patient had following diagnosis: sacroiliac joint disease. Proper needle placement was confirmed using the fluoroscopy in ap, oblique, and lateral planes of view. The patient tolerated the procedure well.